Event description:
During a cardiac procedure using a viewflex xtra ice catheter, the tip of the catheter was fractured. As the viewflex xtra ice catheter was being inserted into the patient, the tip of the catheter became caught in some tortuous vasculature and then appeared prolapsed on imaging. When the catheter was advanced into the right atrium, the physician noted the steering mechanism seemed to be broken. The catheter was successfully removed and the tip of the catheter was noted to be cracked but intact. There were no adverse consequences to the patient.